Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. The lv capture management was turned off. The lead remains in the patient. The patient is enrolled in the adapt response clinical study. No patient complications have been reported as a result of this event.